Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, d4, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that during cutting procedure with straight saw attachment, narrow saw blade came loose and flew out of the sterile field mid-cut twice. Two narrow blades were wasted. The suspicion is that scrub techs have been using the attachment wrench to tighten down on the blade (it is only indicated for loosening), and the tightening mechanism is stripped. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the product history records indicate 76 devices were manufactured under lot no 35041218 and (B)(4) devices were accepted into final stock on (B)(6)2019 and (B)(4) devices were accepted into final stock on 01/18/2019 and 29 devices were accepted into final stock on (B)(6)2019. Review of qt 19 - 01 - 0065 revealed that the non conformance is not related to the failure alleged in the event. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212186, lot number 35041218, shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : product was not available for evaluation.

Event description:
During cutting procedure with straight saw attachment, narrow saw blade came loose and flew out of the sterile field mid-cut twice. Two narrow blades were wasted. The suspicion is that scrub techs have been using the attachment wrench to tighten down on the blade (it is only indicated for loosening), and the tightening mechanism is stripped. Case type: (B)(4). Surgical delay: =15 minutes update: right total knee.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
During cutting procedure with straight saw attachment, narrow saw blade came loose and flew out of the sterile field mid-cut twice. Two narrow blades were wasted. The suspicion is that scrub techs have been using the attachment wrench to tighten down on the blade (it is only indicated for loosening), and the tightening mechanism is stripped. Case type: tka. Surgical delay: =15 minutes. Update: right total knee.